Event description:
Patient with history of lle, left lower extremity, bypass with revisions over the next few years. The patient quit taking plavix and developed intermittent right foot pain, with no distal pulses. Taken to angiography suite catheter placed, upon attempt to remove sheath, unable to do so, sheath frayed in 5 places. Pt. Taken to or, operating room for removal of sheath.